Manufacturer narrative:
As reported, the patient developed a hernia recurrence approximately 1.5 years post-implant and underwent surgical intervention with mesh explant. The reported condition was clinically assessed to be definitely related to the study device. However, based on the information provided, we are unable to determine to what extent, if any, if the ventralight st mesh may have caused or contributed to the patient's postoperative hernia recurrence. Without a lot number, a review of the manufacturing batch records could not be conducted. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the instructions-for-use (IFU) supplied the device as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned - mesh explanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced hernia recurrence. On (B)(6) 2016: the subject patient underwent laparoscopic repair of an incisional hernia on the right and was implanted with a bard/davol ventralight st mesh with echo ps, 4.5 circle. Adhesions were removed prior to the mesh implantation. The mesh was sutured in place using non-bard/davol sutures at 4 fixation points. The skin was completely closed using sutures and surgical glue. On (B)(6) 2016: the patient was discharged to home. On (B)(6) 2017: the subject patient was diagnosed with a recurrent incisional hernia of size 8 cm post repair. On (B)(6) 2017: the subject patient underwent explant of the study device and repair of the recurrent incisional hernia. As reported the ventralight st mesh had shifted to the right side, exposing the hernia defect. On (B)(6) 2017: the patient was discharged to home. The adverse event (ae) was assessed to be of moderate severity and considered to be a serious adverse event (sae). The hernia recurrence has been assessed per clinician as definitely related to the study device and indeterminate in relation to the index procedure. The adverse event (ae) was assessed as moderate and resolved; with complete removal of the study device.